Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an integrity rx stent. No damage was noted with the device packaging and no issues were observed when removing from the hoop/ tray and negative prep was performed. The device was inspected during preparation and there were no issues. Following implant it was realised that the expiry date of the device had been exceeded by approximately 2 years and 10 months. The patient is alive with no current injuries. No indication that any patient injury or medical/surgical intervention as a result of the event. The product was on consignment at the account. An inventory check is done periodically to control short dated/expired product at the account .